Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this electrode received two inappropriate shocks due to the electrode pulling back into the pocket. The electrode was successfully repositioned. No additional adverse patient effects were reported.